Event description:
It was reported that half bd bactec mgit 960 calibration vial have no labels. The following information was provided by the initial reporter: customer purchased calibration tubes for his mgit instrument but, 1/2 of them are missing all labels.

Manufacturer narrative:
H.6. Investigation summary: material 445871 sensor components are mixed and tested for signal output. When signal output is within specifications, the mixture is dispensed into tubes and allowed to set while protected from the light. After sensors are cured tubes are capped, labeled, and packaged into final shipping configurations. The batch history record review for batch 2312568 was satisfactory and no notifications were generated during manufacturing. In-process checks are performed during manufacturing per procedures. All checks, including checks for signal output, were complete and satisfactory for this batch. The complaint history was reviewed, and no other complaints have been taken on batch 2312568 for missing labels. Retention samples from batch 2312568 (17 tubes) were available for inspection. No labeling defects were observed from 17/17 retention tubes. All 17/17 retention tubes had properly affixed and legible labels. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for labeling defects. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that half bd bactec mgit 960 calibration vial have no labels. The following information was provided by the initial reporter: customer purchased calibration tubes for his mgit instrument but, 1/2 of them are missing all labels.